Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during bd representative¿s site visit, there were few devices that were in clean storage areas ¿ready for patient use¿: the observed issues with the devices iui connectors included: some corrosion, some rib damage to the right side (male) iui connector and many that had contaminate or a tarnished look to the right and left side of the iui connectors. Bd representatives pointed out to the customers during the site visit their observations and the ones with rib damage or corrosion were provided to the nurse managers to complete repair tickets for biomed to repair. There were no reported failures and no patient involvement as these were visual inspections by bd representatives on the devices.